Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulation (scs) system. Therefore, the patient underwent an explant procedure where the implantable pulse generator (ipg) was removed. The paddle lead was left implanted. The explanted ipg will not be returned as it was retained by the medical facility. No further information regarding the explant procedure could be obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8352500; model: sc-8352-50; serial: (B)(4); batch: 21514416.